Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they will replace the na and cl electrodes. Quality controls and calibrations were within range at the time the discordant results were obtained. The cause of discordant, falsely low na, k and cl results is unknown, as the samples resulted as expected when repeated on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.